Manufacturer narrative:
Based on the available info this event is deemed a serious injury. End user states he has the blisters for approximately a year, but has never seen a physician or wound, ostomy continence nurse. He removes appliance, washes with warm water and soap then rinses and dries skin. He then reapplies the barrier. Skin care was reviewed with the end user. No additional pt/event info details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
End user reports he has raised red fluid filled blisters around the edge of his mass and they extend slightly under the edge of the appliance.